Event description:
It was reported that caller experienced cgm errors and could not start sensor session, including sensor failure messages. There was no reported impact to the customer¿s blood glucose level. Technical support guided caller through complete pump reset, after which cgm error did not reappear and caller successfully started sensor session, and patient was then transferred to dexcom for further assistance regarding sensor failure.